Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 35,127 joules while using the surgical fiber during a prostate procedure, the laser system kept going into standby mode. The procedure was completed using a second fiber. Patient outcome: "no patient injury". Gland volume 40 ml. Time expended: 15 minutes. Joules used: 35,127.